Manufacturer narrative:
(B)(4). Attempts for additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, noise, oversensing and pacing inhibition were noted on the right ventricular (rv) lead. Additionally, it was noted that the device counters appeared to be reading less that the previous interrogation. It was indicated that defibrillation threshold (dft) test and device reprogramming would likely be performed. No adverse patient effects were reported.